Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error. There was no reported adverse impact to the customer. During troubleshooting with tandem technical support, the pump was reset and the customer was able to start a new cgm session successfully.